Manufacturer narrative:
Upon further review of the file, it has been discovered that this event is a continuation of a fluid overload event that was previously reported in 2937457-2017-01437. A discharge summary was provided by the patient¿s peritoneal dialysis registered nurse and it was clarified that the patient was originally admitted to the hospital with sepsis secondary to multilobar pneumonia. The patient developed acute respiratory failure that was attributed to the patient¿s pneumonia and fluid volume overload along with atelectasis. While hospitalized, the patient was transitioned to hemodialysis where the excess fluid was removed during hemodialysis therapy. During their hospitalization, the patient also experienced atrial fibrillation with a rapid ventricular rate. A cardiac catheterization was initiated and the patient was revealed to have significant left main, left anterior descending and circumflex disease. The patient underwent percutaneous coronary intervention of the mid circumflex and left main with drug-eluting stents. The patient¿s status improved and was asymptomatic. The patient was scheduled to have their peritoneal dialysis catheter removed and would continue hemodialysis therapy after being discharged from the hospital. The patient was discharged approximately eighteen days after their admission. While originally believed that a second fluid overload event had occurred during the patient¿s hospitalization, it was determined that symptoms experienced throughout the patient¿s hospitalization were a continuation of the original fluid overload event that was discovered upon the patient being admitted to the hospital. The fluid overload event was not resolved until the excess fluid was removed via hemodialysis therapy. As a result, all further investigations and reports related to this event will be housed in MFR number: 2937457-2017-01437 and no further follow ups will be reported under 2937457-2017-01399.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient felt overly full during an unspecified phase of peritoneal dialysis therapy. The patient was subsequently admitted to the intensive care unit for monitoring and to complete their treatment. Upon follow up with the patient¿s peritoneal dialysis registered nurse, it was clarified that the patient was not draining enough during peritoneal dialysis therapy which resulted in the fluid overload. The patient was removed from their usual peritoneal dialysis regimen and was placed on back-up hemodialysis. The patient recovered from the event has since been discharged from the hospital. The patient remains on back-up hemodialysis. The patient¿s cycler was replaced following the reported event. Additional information was requested but was unavailable.